Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The instrument was incorrectly labeled. The delta xtend glenosphere trial was labeled "42 std" but it is actually an eccentric trial.

Manufacturer narrative:
The complaint description states that the instrument was incorrectly labeled. The delta xtend glenosphere trial was labeled "42 std" but it is actually an eccentric trial. The device associated to the complaint was returned for analysis. The analysis performed by the supplier confirms the complaint. Physically the product is a trial glenosphere ecc, black, diameter 42mm, so ref.nr. 230760042 but on this product, the marking indicates 42 ¿ std ¿ 230760142 ¿ lot 5225788, which corresponds to a batch of std trial glenosphere (230760142). The root cause if the incident is attributed to supplier manufacturing. A mix up may have occured at some point of the manufacturing flow. This complaint shows that there are insufficient controls currently in place. A containment plan was implemented by the supplier (B)(4). A supplier CAPA (B)(4) was opened, the corrective action plan will be dedicated to reinforcing the controls. Based on the information received and the investigation performed, the root cause of the incident is attributed to the supplier manufacturing process. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.